Event description:
A malfunction was reported with a specific malfunction code, malf 24, that was not resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, provided instructions for placing the current pump into storage mode, and advised the customer on the return process for the problematic pump. The customer planned to use a backup insulin pump to ensure continuous insulin delivery and acknowledged the instructions provided by technical support.